Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was checked post implant, loss of capture and lead dislodgement were observed. During lead repositioning, the patient went asystolic and chest compressions were performed. Blood in the lumen was also noted. A temporary pacing wire was placed, for the procedure and the lead was explanted and replaced. The patient is doing well and will continue to be monitored.